Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). Normally aortic cutter heartstring 3.8mm and then normally loading delivery device and inserted the seal into the aorta hole, but the seal did not unfold in the shape of an umbrella and fell out of the hole. The seal fell in the patient. The customer took out the seal by hand. The surgery was finished after replacing it with another identical new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (B)(6) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (B)(6) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (B)(6) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device : (B)(6) enter investigation findings: two photographs were provided by the account. A photographic inspection was conducted. One photo shows the labeling of the heartstring iii proximal seal system with the product and lot information. The delivery device, the loading device, seal and tension spring assembly are pictured in the second photo. Signs of clinical use and evidence of blood was observed on both devices and seal. The tension spring assembly was observed inside the delivery device tube with the seal observed to be in an open state. No cracks or delamination was observed on the seal in the photo. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual was conducted. The loading device, the delivery device with the seal and tension spring assembly as well as the companion device, the aortic cutter were returned for evaluation. Signs of clinical use and evidence of blood was observed on all devices. No visual defects were observed on the loading device. Blood was observed inside of the delivery device and on the seal, indicating an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue slide lock was disengaged. The metal anchor and tension spring assembly was observed inside the delivery device with the seal in a fully opened state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. No cracks or delamination was observed on the seal. No measurements were taken of the delivery device due to the presence of blood observed. The aortic cutter was observed to have signs of clinical use and evidence of blood observed. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and the spiral needle deployed. No visual defects were observed on the aortic cutter. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
N/a.